Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that monaco calculated wrongly the mu.

Manufacturer narrative:
H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The investigation found that the customer compared the monaco calculation result with the mu from radcalc (radcalc dose and mu check), which showed a difference in mu values. The customer then recalculated the same plan (without any change) on monaco, the original mu value disappeared and monaco displayed another mu value. Elekta contacted the customer who were unable to provide a detailed workflow of the issue. Elekta attempted to simulate the issue with the limited information provided in order to reproduce the issue. (B)(6) and the customer have been unable to reproduce the difference in mu values. The customer has not experienced this issue since and no patients were mistreated.